Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300 cc's. Pt had no adverse effects adn no medical intervention was required. Sample was disposed of therefore not available for MFR eval.